Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure to fundus/ perforation') and b-cell lymphoma stage IV ('rare vaginal cancer (around the coils)/vaginal non-hodgkin¿s lymphoma stage 4 large b cell.') In a 49-year-old female patient who had essure (batch no. 857600) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "did essure placement and ablation the same time" in december 2011 and treatment noncompliance "did not use birth control or contraception at any time following essure placement". The patient's medical history included endometrial ablation (dysfunctional bleeding/ excessive bleeding) in 2006, parity 1 in 1989, dysfunctional uterine bleeding and multigravida. Previously administered products included for bleeding.: progesterone; for an unreported indication: yasmin. Concomitant products included lorazepam (ativan) since 2014 for anxiety and depression and hydrocodone from july 2014 to november 2014 and hydromorphone hydrochloride (dilaudid) from july 2014 to november 2014 for pain. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced tenderness ("very tender"). In (B)(6) 2012, the patient experienced ageusia ("couldn't taste food"), dyspareunia ("painful intercourse") and tooth loss ("dental issues (4 teeth fell out)"). In (B)(6) 2012, the patient experienced periarthritis ("frozen shoulder"), back pain ("back pain"), anxiety ("anxiety") and depression ("depression"). In (B)(6) 2012, the patient experienced migraine with aura ("aura migraines/arora migraines") with headache and abdominal distension ("abdomen severe swelling/ extreme bloating") and was found to have weight increased ("weight gain"). In 2012, the patient experienced urinary tract infection ("uti's"). In (B)(6) 2012, the patient experienced bacterial vaginosis ("bacterial infections/ chronic bacterial vaginosis") with vaginal discharge. In (B)(6) 2012, the patient experienced alopecia ("hair loss which progressively got worse") and rash macular ("blotchy skin/ horrible rash"). In (B)(6) 2013, the patient experienced myopia ("vision problems-nearsighted") and fatigue ("fatigue"). On (B)(6) 2014, the patient was found to have b-cell lymphoma stage IV (seriousness criterion medically significant) with uterine inflammation. In (B)(6) 2014, the patient experienced neuropathy peripheral ("neuropathy in both feet") with hypoaesthesia. In (B)(6) 2015, the patient experienced musculoskeletal pain ("shoulder pain"). In (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain. In (B)(6) 2015, the patient experienced onychoclasis ("brittle fingernails"). In (B)(6) 2017, the patient experienced pain in hip ("chronic pain / severe pain in hip / pain"). On an unknown date, the patient experienced dyspepsia ("digestive issues"), neck pain ("horrendous neck pain"), irritable bowel syndrome ("ibs"), gait disturbance ("walk with a limp"), premature ageing ("aged me overall due to chemo and radiation"), food allergy ("food sensitivities"), adenomyosis ("adenomyosis"), skin odour abnormal ("had a rotting smell coming out of me"), cyst ("extreme pain/severe pain due to cysts"), joint pain ("joint pain"), musculoskeletal stiffness ("stiff shoulder/ cannot get dressed or raise arm at times"), visual impairment ("vision loss"), muscle spasms ("severe carmps calves"), allergy to metals ("hypersensitivity reaction to nickel") and investigation noncompliance ("did not undergo essure confirmation test (had to pay cash, could not do it)"). The patient was treated with antineoplastic agents, cortisone, ezetimibe (zetia), gabapentin, naproxen sodium (aleve), surgery (bridges done; teeth extracted; gum treatments and full hysterectomy) and chemotherapy and radiation. Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, b-cell lymphoma stage IV, dyspepsia, bacterial vaginosis, ageusia, dyspareunia, tenderness, alopecia, rash macular, tooth loss, migraine with aura, periarthritis, back pain, anxiety, depression, weight increased, myopia, onychoclasis, neck pain, musculoskeletal pain, irritable bowel syndrome, gait disturbance, premature ageing, pain in hip, food allergy, abdominal distension, adenomyosis, skin odour abnormal, cyst, joint pain, musculoskeletal stiffness, urinary tract infection, visual impairment, muscle spasms, allergy to metals, neuropathy peripheral and investigation noncompliance outcome was unknown. The reporter considered abdominal distension, adenomyosis, ageusia, allergy to metals, alopecia, anxiety, b-cell lymphoma stage IV, back pain, bacterial vaginosis, cyst, depression, dyspareunia, dyspepsia, fatigue, food allergy, gait disturbance, investigation noncompliance, irritable bowel syndrome, migraine with aura, muscle spasms, musculoskeletal pain, musculoskeletal stiffness, myopia, neck pain, neuropathy peripheral, onychoclasis, pain in hip, periarthritis, premature ageing, rash macular, skin odour abnormal, tenderness, tooth loss, urinary tract infection, uterine perforation, visual impairment, weight increased and joint pain to be related to essure. The reporter commented: she had not received medical treatment for: hair loss, anxiety and depression, blotchy skin, migraines and headaches, vision problems, food sensitivities, brittle fingernails. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: this case will be deleted from bayer pv database because this is a duplicate from (B)(4) case. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure to fundus/ perforation") and b-cell lymphoma stage IV ("rare vaginal cancer (around the coils)/vaginal non-hodgkin¿s lymphoma stage 4 large b cell.") In a 49-year-old female patient who had essure (batch no. 857600) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "did essure placement and ablation the same time" in (B)(6) 2011. The patient's past medical history included endometrial ablation (dysfunctional bleeding/ excessive bleeding) in 2006, dysfunctional uterine bleeding, multigravida and parity 1 in 1989. Previously administered products included for bleeding.: progesterone; for an unreported indication: yasmin. Concomitant products included lorazepam (ativan) since 2014 for anxiety and depression and hydrocodone from (B)(6) 2014 to (B)(6) 2014 and hydromorphone hydrochloride (dilaudid) from (B)(6) 2014 to (B)(6) 2014 for pain. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced tenderness ("very tender"). In (B)(6) 2012, the patient experienced ageusia ("couldn't taste food"), dyspareunia ("painful intercourse") and tooth loss ("dental issues (4 teeth fell out)"). In (B)(6) 2012, the patient experienced periarthritis ("frozen shoulder"), back pain ("back pain"), anxiety ("anxiety") and depression ("depression"). In (B)(6) 2012, the patient experienced migraine with aura ("aura migraines/arora migraines") with headache, weight increased ("weight gain") and abdominal distension ("abdomen severe swelling/ extreme bloating"). In 2012, the patient experienced urinary tract infection ("uti's"). In (B)(6) 2012, the patient experienced bacterial vaginosis ("bacterial infections/ chronic bacterial vaginosis") with vaginal discharge. In (B)(6) 2012, the patient experienced alopecia ("hair loss which progressively got worse") and rash macular ("blotchy skin/ horrible rash"). In january 2013, the patient experienced myopia ("vision problems-nearsighted") and fatigue ("fatigue"). On (B)(6) 2014, the patient experienced b-cell lymphoma stage IV (seriousness criterion medically significant) with uterine inflammation. In (B)(6) 2014, the patient experienced neuropathy peripheral ("neuropathy in both feet") with hypoaesthesia. In (B)(6) 2015, the patient experienced musculoskeletal pain ("shoulder pain"). In (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain. In november 2015, the patient experienced onychoclasis ("brittle fingernails"). In (B)(6) 2017, the patient experienced the first episode of arthralgia ("chronic pain / severe pain in hip / pain"). On an unknown date, the patient experienced dyspepsia ("digestive issues"), neck pain ("horrendous neck pain"), irritable bowel syndrome ("ibs"), gait disturbance ("walk with a limp"), premature ageing ("aged me overall due to chemo and radiation"), food allergy ("food sensitivities"), adenomyosis ("adenomyosis"), skin odour abnormal ("had a rotting smell coming out of me"), cyst ("extreme pain/severe pain due to cysts"), the second episode of arthralgia ("joint pain"), musculoskeletal stiffness ("stiff shoulder/ cannot get dressed or raise arm at times"), visual impairment ("vision loss"), muscle spasms ("severe cramps calves"), allergy to metals ("hypersensitivity reaction to nickel"), treatment noncompliance ("did not use birth control or contraception at any time following essure placement") and investigation noncompliance ("did not undergo essure confirmation test (had to pay cash, could not do it)"). The patient was treated with cortisone, antineoplastic agents, gabapentin, ezetimibe (zetia), naproxen sodium (aleve), surgery (full hysterectomy), radiation therapy (chemotherapy and radiation) and surgery (bridges done; teeth extracted; gum treatments). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, b-cell lymphoma stage IV, dyspepsia, bacterial vaginosis, ageusia, dyspareunia, tenderness, alopecia, rash macular, tooth loss, migraine with aura, periarthritis, back pain, anxiety, depression, weight increased, myopia, onychoclasis, neck pain, musculoskeletal pain, irritable bowel syndrome, gait disturbance, premature ageing, food allergy, abdominal distension, adenomyosis, skin odour abnormal, cyst, the last episode of arthralgia, musculoskeletal stiffness, urinary tract infection, visual impairment, muscle spasms, allergy to metals, neuropathy peripheral, treatment noncompliance and investigation noncompliance outcome was unknown. The reporter considered abdominal distension, adenomyosis, ageusia, allergy to metals, alopecia, anxiety, b-cell lymphoma stage IV, back pain, bacterial vaginosis, cyst, depression, dyspareunia, dyspepsia, fatigue, food allergy, gait disturbance, investigation noncompliance, irritable bowel syndrome, migraine with aura, muscle spasms, musculoskeletal pain, musculoskeletal stiffness, myopia, neck pain, neuropathy peripheral, onychoclasis, periarthritis, premature ageing, rash macular, skin odour abnormal, tenderness, tooth loss, treatment noncompliance, urinary tract infection, uterine perforation, visual impairment, weight increased, the first episode of arthralgia and the second episode of arthralgia to be related to essure. The reporter commented: she had not received medical treatment for: hair loss, anxiety and depression, blotchy skin, migraines and headaches, vision problems, food sensitivities, brittle fingernails. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure to fundus/ perforation") and b-cell lymphoma stage IV ("rare vaginal cancer (around the coils)/vaginal non-hodgkin¿s lymphoma stage 4 large b cell.") In a (B)(6) female patient who had essure (batch no. 857600) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "did essure placement and ablation the same time" in (B)(6) 2011. The patient's past medical history included endometrial ablation (dysfunctional bleeding/ excessive bleeding) in 2006, dysfunctional uterine bleeding, multigravida and parity 1 in 1989. Previously administered products included for bleeding.: progesterone; for an unreported indication: yasmin. Concomitant products included lorazepam (ativan) in 2014 for anxiety and depression and hydrocodone in (B)(6) 2014 and hydromorphone hydrochloride (dilaudid) in (B)(6) 2014 for pain. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced tenderness ("very tender"). In (B)(6) 2012, the patient experienced ageusia ("couldn't taste food"), dyspareunia ("painful intercourse") and tooth loss ("dental issues (4 teeth fell out)"). In (B)(6) 2012, the patient experienced periarthritis ("frozen shoulder"), back pain ("back pain"), anxiety ("anxiety") and depression ("depression"). In (B)(6) 2012, the patient experienced migraine with aura ("aura migraines/arora migraines") with headache, weight increased ("weight gain") and abdominal distension ("abdomen severe swelling/ extreme bloating"). In 2012, the patient experienced urinary tract infection ("uti's"). In (B)(6) 2012, the patient experienced bacterial vaginosis ("bacterial infections/ chronic bacterial vaginosis") with vaginal discharge. In (B)(6) 2012, the patient experienced alopecia ("hair loss which progressively got worse") and rash macular ("blotchy skin/ horrible rash"). In (B)(6) 2013, the patient experienced myopia ("vision problems-nearsighted") and fatigue ("fatigue"). On (B)(6) 2014, the patient experienced b-cell lymphoma stage IV (seriousness criterion medically significant) with uterine inflammation. In (B)(6) 2014, the patient experienced neuropathy peripheral ("neuropathy in both feet") with hypoaesthesia. In (B)(6) 2015, the patient experienced musculoskeletal pain ("shoulder pain"). In (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain. In (B)(6) 2015, the patient experienced onychoclasis ("brittle fingernails"). In (B)(6) 2017, the patient experienced the first episode of arthralgia ("chronic pain / severe pain in hip / pain"). On an unknown date, the patient experienced dyspepsia ("digestive issues"), neck pain ("horrendous neck pain"), irritable bowel syndrome ("ibs"), gait disturbance ("walk with a limp"), premature ageing ("aged me overall due to chemo and radiation"), food allergy ("food sensitivities"), adenomyosis ("adenomyosis"), skin odour abnormal ("had a rotting smell coming out of me"), cyst ("extreme pain/severe pain due to cysts"), the second episode of arthralgia ("joint pain"), musculoskeletal stiffness ("stiff shoulder/ cannot get dressed or raise arm at times"), visual impairment ("vision loss"), muscle spasms ("severe carmps calves"), allergy to metals ("hypersensitivity reaction to nickel"), treatment noncompliance ("did not use birth control or contraception at any time following essure placement") and investigation noncompliance ("did not undergo essure confirmation test (had to pay cash, could not do it)"). The patient was treated with cortisone, chemotherapeutics nos, gabapentin, ezetimibe (zetia), naproxen sodium (aleve), surgery (full hysterectomy), radiation therapy (chemotherapy and radiation) and surgery (bridges done; teeth extracted; gum treatments). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, b-cell lymphoma stage IV, dyspepsia, bacterial vaginosis, ageusia, dyspareunia, tenderness, alopecia, rash macular, tooth loss, migraine with aura, periarthritis, back pain, anxiety, depression, weight increased, myopia, onychoclasis, neck pain, musculoskeletal pain, irritable bowel syndrome, gait disturbance, premature ageing, food allergy, abdominal distension, adenomyosis, skin odour abnormal, cyst, the last episode of arthralgia, musculoskeletal stiffness, urinary tract infection, visual impairment, muscle spasms, allergy to metals, neuropathy peripheral, treatment noncompliance and investigation noncompliance outcome was unknown. The reporter considered abdominal distension, adenomyosis, ageusia, allergy to metals, alopecia, anxiety, b-cell lymphoma stage IV, back pain, bacterial vaginosis, cyst, depression, dyspareunia, dyspepsia, fatigue, food allergy, gait disturbance, investigation noncompliance, irritable bowel syndrome, migraine with aura, muscle spasms, musculoskeletal pain, musculoskeletal stiffness, myopia, neck pain, neuropathy peripheral, onychoclasis, periarthritis, premature ageing, rash macular, skin odour abnormal, tenderness, tooth loss, treatment noncompliance, urinary tract infection, uterine perforation, visual impairment, weight increased, the first episode of arthralgia and the second episode of arthralgia to be related to essure. The reporter commented: she had not received medical treatment for: hair loss, anxiety and depression, blotchy skin, migraines and headaches, vision problems, food sensitivities, brittle fingernails. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.6 kg/sqm. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.